Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. It was noted that the patient experienced complete heart block. The pacemaker was explanted and replaced. The patient was in stable condition.

Event description:
New information received noted failure to interrogate the pacemaker, no low voltage pacing output, and an abnormal electrocardiogram (EKG) on the pacemaker.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The reported events of failure to interrogate and no pacing were confirmed. As received, the device output and telemetry communication were not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
New information received notes that the patient had symptoms of bradycardia due to loss of pacing.